Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented in early (B)(6) (2015) with knee pain. X-ray imaging confirmed that the plate had broken. The device was originally implanted on (B)(6) 2015 during a high tibial osteotomy (hto) procedure using a tomofix locking plate system. That surgery was completed successfully and the patient was discharged a month later. On an unknown date, the device broke. The patient underwent another procedure on (B)(6) 2015 during which the broken plate was removed and the patient was revised with dual-plating. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier is not available for reporting. Date of postoperative breakage is unknown, but the patient reported pain beginning in (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: 440.831s / 9313545. Manufacturing site: (B)(4). Manufacturing date: january 12, 2015 - expiry date: december 1, 2024. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile part were reviewed with the following results: 440.831 / 9257107. Manufacturing site: (B)(4). Manufacturing date: december 15, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the tomofix tibial head plate occurred at the oval plate hole on the threaded part. The golden anodized tomofix tibial head plate is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition and mechanical properties. The dimensions of the investigated tomofix plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance. No abnormalities were observed on the tomofix plate during the macroscopic examination. When examining the proximal fracture surfaces of the plate using the scanning electron microscope (sem), the areas of the fracture initial and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. After breaking, the two plate fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the tomofix plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: reviewed complaint description and x-ray images can confirm the plate breakage. It¿s hard to tell definitely how many screws were implanted. Looks like there were about 8. Can¿t really confirm if there was any broken from the x-ray images. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.